Event description:
[Bamlanivimab] treatment under emergency use authorization(eua): (B)(6) year old female w/ pmh of asthma, obesity, and polyarthritis on immunotherapy presented to the ed (B)(6) 2021 with sob and a 1- day history of fever, headache, chills, cough, and diarrhea. Vitals: t37.7 hr 91 rr 25 bp 122/59 o2 sat 98% ra. Testing for sars-cov-2 by pcr was negative, cxr was wnl, and she was discharged home. On (B)(6) 2021, she was tested for sars-cov-2 by pcr once again by employee health at our facility and the result was positive. She was then referred for bamlanivimab infusion by her pcp which she received without incident on (B)(6) 2021. On (B)(6) 2021, repeat testing of her (B)(6) 2021 specimen was performed and was negative. Employee health reached her to communicate the false positive result. Covid-19.